Event description:
The tip of the catheter sheared off and was left in the intrathecal space. The pt experienced loss of pain control, requiring oral medication changes. A "pump myelogram" was performed revealing "dye collection at the paraspinous region".